Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's hd2 molex connector was found to be intermittent. The representative reconnected the system to the spare hd1 connector. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that one time, the system displayed a "cine disk not available" error during boot up. No patient serious injury or death was reported related to this event.